Manufacturer narrative:
Device eval: electrode belt (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A dist contacted zoll on (B)(6) 2015 to report that a (B)(6) male pt had a rash under the back therapy electrode pads. The pt had open and itchy blisters/sores. The pt used hydrocortisone cream to treat the rash and it cleared up. Follow-up indicated that the pt planned to inform his doctor of the rash with his doctor at his next appointment.